Manufacturer narrative:
About 5-10 minutes after completing a daily tms treatment, the patient experienced uncontrollable muscle twitching, spasms, and stiffness, left arm then right arm. The patient had to pull over as she was driving and she was unable to speak. It was determined that the patient was experiencing serotonin syndrome. The tms provider agrees this was serotonin syndrome, due to effexor, cymbalta, trazodone, and tms added a small percentage of increased serotonin receptors. The patient went to the ER and was admitted overnight for observation. She was administered valium and had two of her three snris & a tetracyclic medication withdrawn. Patient restarted tms and has been doing well with the treatment.

Event description:
About 5-10 minutes after completing a daily tms treatment, the patient experienced uncontrollable muscle twitching, spasms, and stiffness, left arm then right arm. The patient had to pull over as she was driving and she was unable to speak. It was determined that she was experiencing serotonin syndrome.